Event description:
It was reported that a pump malfunction occurred. There was no reported impact to the customer¿s blood glucose level. The customer contacted technical support who provided information and assistance to reset the pump, which resolved the issue, and the customer was able to continue using the pump. The customer was advised to call back if the malfunction code reappeared.